Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: I went to retrieve the device at the center, but they were unable to locate it. The device will therefore not be returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: can you identify the product code and lot number of the product involved? Product code is strap25. I don't have the lot number yet. I will share the lot number once I get it. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep ) wg (please refer to the attached email) and title is strategic procurement and contract management. Please perform and document the follow up attempt for product return. Please provide tracking number. I will provide the tracking number once I will ship the instrument. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and absorbable straps were used. During a laparoscopic hernia repair, the surgeon opened a secure strap to fix her repair. There was a problem with the mechanism and deployment. The staple was coming out of the device but did not complete its fixation action. There was no significant delay. There were no patient consequences reported. Additional information was requested.